Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with blood on the coils and on the polymer. There was contrast on the coils. The core was separated at the distal end of the hypotube. There was a piece of the core at the distal end of the hypotube. There was a bend in the hypotube 6 mm proximal to the separation. There was a tear in the polymer 2.9 cm distal to the proximal end of the polymer for a length of 2 mm. There were wrinkles and a bubble appearance in the polymer 2.6 cm distal to the proximal end of the polymer and 3.6 cm distal to the proximal end of the polymer for a length of 6mm. There were three bends in the core 30 cm, 136 cm and 141 cm proximal to the proximal end of the hypotube. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. The sem analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. The area that failed is the weakest portion of the wire core. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The cause of the bend in this incident is unknown and there was no information in the incident description that would account for the wire bending, but once bent, manipulating the guide wire could cause the wire to fracture as described in the incident. This type of severe bend would have been noticed at the start of the procedure and most likely would not have been caused during manufacturing. Analysis also noted polymer coating damage which can occur due to, but is not limited to, interaction with a damaged or bent balloon catheter, angling of the balloon catheter or the guide wire during insertion, damage to the guide wire and/or interaction of the guide wire with other accessory devices. Since no polymer coating damage to the guide wire was reported prior to use, the polymer coating damage is likely not related to the reported separation of the guide wire. A review of the lot history did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Overall, the reported guide wire separation could be related to case circumstances, but there is no indication of a product quality deficiency.

Event description:
Device issue: guide wire separation. Time of device issue: during the procedure. Adverse events: none. It was reported that during an iliac artery stenting procedure, after post-dilatation of a non-abbott stent with a voyager nc balloon, as the balloon was coming out of the femoral sheath, the guide wire separated. Reportedly, there appeared to be a bevel or a kink at the point of separation. Reportedly, there was no resistance felt when removing the guide wire. The distal end of the guide wire remained in the body, but was sticking out of the sheath. The separated portion was easily removed. The procedure ended without any adverse patient sequela. Although requested, there was no additional information provided.